Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) device died. The patient got sick and was taken to the hospital. Moreover, a health care professional (hcp) mentioned that the device failed. The ICD was explanted. No additional adverse patient effects were reported.